Event description:
It was reported prior to using bd vacutainer® edta 2k 1 tube was missing a label and 51 tubes had wrinkled labels that are partially peeled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 24-feb-2025. H3. Device eval by manufacturer- yes. Bd received 52 samples and four (4) photos for investigation. The investigation revealed that the label was wrinkled on 51 of these samples, and one (1) sample was missing a tube label. Additionally, 100 retained samples were inspected, with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: peeling on product/component and missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k 1 tube was missing a label and 51 tubes had wrinkled labels that are partially peeled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.